Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pac system (a capsule that is placed under the skin for IV treatment) was defective and produced leaking in the tubing approximately 10 cm from the capsule. The patient was reported to experience discomfort and pain after the infusion.